Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A picture was provided, the broken off tooth of the targeting guide can be seen. A review of the device manufacturing records could not be performed due to missing lot numbers. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed; however, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). D10: ante/retrograde humerus targeting guide connecting bolt; item# 110035680; lot# unknown g2: foreign: south africa the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the nail targeting guide broke off during the procedure. There is no reported harm or injury to the patient, however this malfunction has caused a serious injury in the past. Due diligence has been completed for this complaint; to date no additional information or product has been received.